Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. No specific cgm nor blood glucose readings were reported from the event. No information was available regarding symptoms or treatment, but the patient was hospitalized and was discharged after 3 and a half days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).